Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken blade. 0.650¿ of the blade broke off and was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to user mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument is expected for evaluation. However isi has not yet received the instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). This is a single use instrument. A review of the provided image was performed. The image is consistent with the customer allegation of ¿broken jaw¿. Root cause of the failure mode cannot be confirmed without the returned device. Based on the information provided at this time, this complaint is being reported due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument had a broken jaw. The piece fell into the patient and was retrieved in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 4-oct-2021 and obtained the following additional information: the fragment was retrieved with a laparoscopic grasper. All fragments were retrieved and no additional surgical procedure was required. No post-operative tests were performed to check for remaining fragments, as it was not necessary. The surgeon believes the issue was due to an instrument problem. The instrument was inspected prior to use and there was no damage. The instrument was in use for one hour prior to the issue. The surgeon was cutting myoma when the issue occurred. The surgeon did not notice any issues with functionality of the instrument and there were no instrument collisions. The instrument was not removed prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The surgical staff felt resistance upon removal of the instrument through the cannula as the instrument was damaged at the end. The surgical staff did not notice any damage to the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for isi evaluation.